Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time.

Event description:
It was reported that the patient underwent total knee surgery on (B)(6) 2015 and topical skin adhesive was used. The incision size was approximately 6 inches. Post-operatively, the same day, the patient experienced pinhole spots within the mesh, with discharge oozing through scattered areas and mesh began to lift off the skin and incision. The topical skin adhesive was removed and a traditional dressing applied. The current patient status is reported as fine.